Event description:
The pcea button was not working and the machine was off. The biomedical assessment found the ac power adaptor was not plugged into the pump properly. The biomedical staff member showed the manager how to plug in the ac adapter and how to tell if it was working correctly. The pump was tested and found to be functioning properly, and the cause of this problem was operator error. There was no patient harm as a result of this failure.